Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open surgery for large intestine resection, the device could not enter the firing mode. The tissue was clamped, and firing was attempted, but the stapler did not fire. Also, the jaws of the device lock on tissue and were able to be removed by opening the jaws. Another reload and shell were used to complete the case. There was no patient injury.